Manufacturer narrative:
(B)(4). The lot 12k005 was manufactured october 5, 2012 - october 6, 2012. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo via the naked eye revealed no clear evidence of leakage with the device. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Leakage was reported in a large volume infusor. There was no patient involvement. No additional information is available.